Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case was broken. It was also noted that the high rate cover, one side bail cover, one side bail, one case screw and caution label were missing, the knobs, battery drawer, one side bail cover and ring cover were contaminated, the lower case was broken, the heart wire contacts were discolored, the ring bail was bent, the serial number label was torn, the heart lead flex was twisted and the output connector was pinched.

Event description:
It was reported the front cover is damaged. The epg (external pulse generator) was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.